Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1012242 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1012242 and test base part number 190-430 / lot 1012242. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1012242 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a nasal kitted swab. The patient was tested at a care home for covid-19 which resulted in a negative result (unknown testing device).the patient was brought to the customer where she was tested on the ID now device which resulted in a positive result. The patient was tested a third time on the alinity machine in a lab which resulted in a negative result. The customer stated the patient was symptomatic, has a wheeze in her chest and is coughing. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer reported there was a delay or impact in the patient's treatment. The patient lives at a care home and transferred to the ER department of the establishment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.